Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis and surgery. The patient became hypotensive near the end of the procedure, and ice confirmed a pericardial effusion. A pericardiocentesis was performed and ultimately surgery.